Event description:
During a total lap hysterectomy procedure, the tissue pad was found to be partially melted being held for a while to prevent bleeding when taking the uterine artery. There was no reported pt consequence.